Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot f72349 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Note: additional information will be submitted within 30 days.

Manufacturer narrative:
The 3x8 ultipaq cerecyte microcoil was deployed in the ruptured anterior communicating artery aneurysm without incident. Vessel tortuosity was low. The physician did not like the fit and removed the coil and re-sheathed it. Later in the case the physician attempted to re-use this same coil. However, while advancing through the sl-10 microcatheter he felt resistance and decided to remove the device. During withdrawal the coil spontaneously detached and remained in the microcatheter. The sl-10 was then removed and replaced. A new ultipaq 3x8 was then used and deployed without incident. There was no patient injury. The pre-deployment test was performed and there had been no attempts to detach the coil. Without the return of the coil system and concomitant microcatheter, no conclusion can be made regarding the root cause of the reported events. However, based on the report that the coil initially was advanced through the microcatheter and re-sheathed without any difficulty, it appears that procedural factors may have contributed to the resistance during re-introduction causing anchoring of the coil within the microcatheter which then resulted in the premature detachment during withdrawal. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
The ultipaq 3x8 was deployed in the ruptured anterior communicating artery aneurysm without incident. Vessel tortuosity was low. The physician did not like the fit and removed the coil and re-sheathed it. Later in the case the physician attempted to re-use this same coil. However, while advancing through the sl-10 microcatheter he felt resistance and decided to remove the device. During withdrawal the coil spontaneously detached and remained in the microcatheter. The sl-10 was then removed and replaced. A new ultipaq 3x8 was then used and deployed without incident.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.